Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up, the device exhibited backup vvi mode. Further trouble shooting could not be performed. The device was explanted and replaced.